Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2011. Of note, the reportable malfunction and/or serious injury of high impedance, possible lead dislodgement and pocket stimulation is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.

Event description:
It was reported that the left ventricular (lv) lead impedance is greater than 3000s ohms. It was also reported that the lead dislodged back into the pocket and the patient complained of pocket stimulation. The device was reprogrammed to disable the lv lead and it was further reported there was a possible lead fracture. Additional information was received indicating the patient was deceased. The patient had been discharged from the hospital one week prior to death after being admitted with acute on chronic renal failure and acute on chronic heart failure. The patient requested to leave against medical advice and died one week later. The day of the patient's death, the patient called the clinic with complaints of not feeling well and was directed to go to the hospital. The cause of death has been requested and no further information is available.